Manufacturer narrative:
Consumer alleges, his chair moves when he transfers. It's unclear if the chair is powered off during his transfer as instructed by the manufacturer. Current user guide covers this area. Consumer also alleges, he has developed a sore because his seat is not adjusted to his needs properly, and has allegedly sought treatment from a wound care doctor. Nature of this complaint suggests improper seating materials. MDR filed based on alleged wound care.

Event description:
The consumer alleges, his chair moves during transferring in and out of the chair, and allegedly has had wound treatment as a result of pressure sores.